Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was found down at his home. Ems was called, patient was treated in the field and taken to local emergency room (ER) but did not survive. The cause of death at this time is unknown.

Manufacturer narrative:
Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0: controller 2.0/ (B)(4)/ model #: 1420/ catalog #: 1420/ expiration date: 2018-08-31. (B)(4) device available for evaluation?: no. Device evaluated by MFR?: no, device evaluation anticipated, but not yet begun. Mfg date: 2017-08-31. Labeled for single use?: no. (B)(4). Heartware ventricular assist system ¿ battery: battery/ (B)(4)/ model #: 1650-/ catalog #: 1650-/ expiration date: 2018-06-30. (B)(4). Device available for evaluation?: no. Device evaluated by MFR?: no, device evaluation anticipated, but not yet begun. Mfg date: 2017-06-30. Labeled for single use?: no. (B)(4). Heartware ventricular assist system ¿ battery. Battery/ (B)(4)/ model #: 1650-/ catalog #: 1650-/ expiration date: 2018-05-31. (B)(4). Device available for evaluation?: no. Device evaluated by MFR?: no, device evaluation anticipated, but not yet begun. Mfg date: 2017-05-31. Labeled for single use?: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient¿s controller powered off. It was noted the patient¿s controller was connected to two batteries prior to the controller power loss event. The batteries were switched out and the controller was restarted. At the time that the patient was found unresponsive, the patient had only one fully charged battery connected and the other power source was disconnected.

Event description:
It was further reported that patient went into ventricular fibrillation (vf) almost 45 minutes prior to the first alarm. Patient's implantable cardioverter-defibrillator (ICD) did not bring him out of the rhythm.

Manufacturer narrative:
Product analysis # the hvad pump (hw30126), one controller (con310641), and two batteries (bat556335, bat554944) were not returned for evaluation. Failure analysis of the devices was not performed as the units were not returned for evaluation. Log file analysis revealed a controller power up event on august 27, 2018 at 22:10:47, indicating a loss of power to the controller. The data point prior to the loss of power revealed that bat556335 was connected to power port one with 24% relative state of charge (rsoc) and bat554944 was connected to power port two with 40% rsoc. The data point recorded after the loss of power revealed that bat556346 was connected to power port one and bat556335 was connected to power port two. No anomalies were observed leading up to the loss of power. The controller was without power for 46 minutes and 3 seconds. As a result, the reported event was confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources from the controller. An internal investigation has been initiated to capture events involving the controller losing power. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was controller power losses for two days.

Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.